Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system with no packaging. The device was checked for damage. No noticeable damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that presence of foreign matter was noted. During the unpacking of a 10x60x75 epic¿ vascular stent, a foreign substance was noted in the package. The procedure was completed with another epic stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that presence of foreign matter was noted. During the unpacking of a 10x60x75 epic¿ vascular stent, a foreign substance was noted in the package. The procedure was completed with another epic stent. No patient complications were reported and the patient's status was good.